Manufacturer narrative:
Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 14-sep-2008, UDI#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2000 mcg/ml of gablofen at 211 mcg/day via an implantable pump. On (B)(6) 2020, it was reported that the patient had a return of spasticity symptoms following their pump replacement procedure on (B)(6) 2020. The patient did not report any falls. The hcp did an indium dye study, which showed that the drug was not leaving the pump. On (B)(6) 2020, the hcp found that the old connector piece was bent and the catheter was kinked behind the pump. The hcp unkinked the catheter and added a new pigtail catheter connector and was able to aspirate 1-2 cc's of drug/csf without issue when the pump was back in the pocket. The replaced catheter piece was discarded. The issue was considered resolved at the time of the report. The patient¿s medical history included paraplegia from an accident.